Manufacturer narrative:
Approximate age of device - 1 year, 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. No atypical alarms were captured in the log file and the pump remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Bleeding is listed in the instructions for use as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was seen post hospital admission with a gastrointestinal bleed. The patient had a colonoscopy which showed a small mass that was biopsied. It was determined that the patient would need a follow up colonoscopy. The center reported that the patient was at home and stable with no further concerns. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturers investigation: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Bleeding is listed (in the hmii IFU) as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 17oct2018 that a 2cm ulcerated mass was found but no active bleeding source found. The patient had cancelled their follow-up colonoscopy. The patient had symptoms of bright red blood in stool at home. The patient is stable and at home with no further issues reported.